Event description:
It was reported that a hemostasis valve leak occurred. A left atrial appendage (laa) closure procedure was performed. A watchman® access system was positioned in the laa. However; the hemostasis valve was unable to be closed. Due to the blood loss the patient experienced temporary hypotension. No additional intervention was required. The procedure was completed with another the same device.